Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged that a cuff leak occurred post procedure. It was reported the tube worked fine during procedure. There was no patient harm reported. Follow up efforts are being made to gather additional information related to the reported event.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and no restriction were detected at the time of inflation nor at the time of deflation.

Event description:
Medtronic received a report where it was alleged that a cuff leak occurred post procedure. It was reported the tube worked fine during procedure. There was no patient harm reported.